Manufacturer narrative:
Concomitant medical products: e143 ICD implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the lead is defective and is "getting shocked because of the broken wire." A request for additional information was made but not received. The lead remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.